Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Related manufacturer reference number: 3006705815-2022-16715. It was reported the patient experienced continuous headache post-implant. Patient's therapy was adjusted with programming. The physician performed a blood patch and a CT was performed to address the issue. Later, the patient's headache resolved.

Manufacturer narrative:
A patient experiencing continuous headache post-implant was reported to abbott. Patient's therapy was adjusted with programming. The physician performed a blood patch and a CT was performed to address the issue. Later, the patient's headache resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.